Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented to clinic due to chest pain. An increase in capture threshold was observed on the right ventricular (rv) lead. An echocardiogram and computerized tomography (CT) scan revealed the rv had perforated the right ventricle resulting in a pericardial effusion. Pericardiocentesis was performed and the rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The reported event of high capture threshold was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. Performed tip stiffness test and test results were in specification.